Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. The pump was unable to perform displacement test due to blank display. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked display window and missing end cap sticker.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose reading was 235 mg/dl. The customer stated that the pump got really wet from the rain and it is not working. The customer stated that she received a button error after the pump was wet. The customer stated that the pump is vibrating without an alarm or alert. The customer stated that the display went blank immediately after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.